Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a 60-3.5 single use loading unit. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastric resection procedure, the doctor attached the instrument to close the pylorus. The instrument closed and activated. During firing the handle "cracked" and the reload can be opened after the complete release, which was hard. The jaws of the device locked on tissue. There was poor staple formation and the handle broke off. No components fell into the patient's cavity. Also, the staple line was incomplete and some of the staples were open. To complete the case, a new handle and reload were used without issues. Surgical time was not extended. The patient is alive and has no injury. There was no postop problem with the patient. There was no tissue damage or blood loss.